Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 04-sep-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the actual particle was not returned for analysis, alternatively, the customer provided a video which was evaluated, and photographs were taken from the video. The video displayed an eye being implanted with the complaint device. A black fiber-like particle was observed on the lens after unfolding. The fiber-like particle was removed from the lens and the lens remains implanted. The returned device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge. No foreign material was identified in the cartridge. The lens module was inspected and presented with no damage, viscoelastic residue, or foreign material. The device assembly was inspected and presented with no issues. No plunger rod issues were identified. The complaint issue "foreign material - loose" was identified during the video evaluation. A device history record review was conducted for this production order. No additional lenses were identified related to this production order. Conclusion: although a definitive root cause has not been confirmed at this time, johnson & johnson surgical vision (jjsv), inc. Conservatively conducted an awareness communication to all operators involved in this process to reinforce the intraocular lens and device assembly inspection. In addition, jjsv will continue to monitor these types of events. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) remains implanted therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the preloaded monofocal intraocular lens (iol) into the patient's left eye (os), a fibrous substance was seen. The substance appeared black and hair like. The foreign material was removed during aspiration / irrigation on the posterior side of the iol. The procedure was completed without further issues. No medical or surgical intervention was required and the patient recovered well. No further information was provided.